Event description:
Reporter indicated that site was noted as red and swollen in 2001. The next day, pt fell and went to the ER where a CT scan was performed. Three days later, pt complained of pain and thought that the generator had moved after the fall. Two days later, physician aspirated fluid from the site and felt that the site was infected as the fluid appeared cloudy. Antibiotics were prescribed and explant was scheduled.